Event description:
Ous MDR - after an implantation time of about 33 months, oversensing was reported. The lead was explanted and returned to biotronik. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed visually and electrically. The cardio report data were analyzed and confirmed the clinical complaint of inappropriate vf detections. During the visual analysis, signs of abrasion were found at several sites along the l ead. In the distal section, the insulation was damaged due to fraying. This damage can with high probability be regarded as the cause of the clinical complaint. The position and characteristics of the fraying lead to the assumption of severe mechanical stress of the lead. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. There were no indications of material defects or manufacturing errors.